Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl; cause was unknown. A snack was consumed to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 43 mg/dl was entered into the pump by the user at 12:04am on (B)(6)/2018. The user set up personal profile settings, loaded a cartridge and began pump therapy for the first time on (B)(6)2018. Following the low bg the user made further settings adjustments. User made bolus requests while still having insulin on board (iob). Making bolus requests and still having insulin on board could lead to a low bg event. It¿s possible, the user¿s profile settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.